Event description:
The technician alleged that the brake caster will swivel while in brake mode. No injury reported.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.